Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon told me that the patient fell back in (B)(6) 2018. He believes from examining the patient and seeing her x-rays that she had significant poly wear. Once the surgeon opened the patient up, he immediately told me he saw a lot of metal debris. He also began picking out pieces of poly. The surgeon at that point said he believe that the poly must have cracked or something when the patient fell. Even with the poly being in pieces, he said the hip was stable.